Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side late forming seroma.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have bald spots on the posterior surface and moderate yellowing. The device weighed 401.6 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side late forming seroma, gel bleed, and bilateral capsular contracture, baker grade 2, right-side. Date of event for gel bleed: (B)(6) 2025.

Event description:
Right-side late forming seroma, gel bleed, bilateral capsular contracture, baker grade 2, right-side, atypical ductal hyperplasia (adh) and multiple myeloma

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h6. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.